Manufacturer narrative:
(B)(4).

Event description:
The patient experienced loss of therapeutic benefit and was having a return of symptoms. The patient could not empty completely and movement causing leakage. The reported symptoms were indicated as gradual. Indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.